Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: a review of the black box and alarm history revealed multiple ¿call service (cs) 088¿ alarms. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ez-prime¿ steps were successfully performed on the pump with no ¿cs088¿ alarms or any errors, alarms or warnings (eaw). The reported ¿cs088¿ complaint was unable to be duplicated during evaluation. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. During evaluation the pump was found to be missing a signal from the internal crystal that regulates the clock. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.